Event description:
It was reported that the patient underwent a spinal procedure at l1-s1 using posterior fixation. The interbody devices were implanted at l2-l5 but not to l5-s1. The patient had pain when climbing the stairs after the procedure. It was found that the right sided s1 set screw backed out approximately 6 weeks post op. The revision surgery was performed approximately 7 weeks post op and the posterior construct was removed.

Manufacturer narrative:
No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the healthcare professional. Device was not returned to manufacturer for evaluation. We are unable to determine the cause of the event; however, the suspected devices in use are lot# w07b1734, #w07b3021 and # w07c1696. Device history records for those lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.